Event description:
It was reported that the device had a blank white screen and locked up. The device buttons were not operational and unavailable for use when the issue occurred. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control determined the cause for the failure to be the system controller pcb assembly. Physio replaced the failed assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.